Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the event was conducted by an isi medical officer and the following additional information was provided: "a patient underwent an ion robotic bronchoscopy with biopsy. The procedure was completed without issue. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. After the procedure was completed and the system undocked the patient was diagnosed with a heart attack which was described as ¿minor¿. The patient underwent left heart catheterization and was reported to be in stable condition. The physician who performed the biopsy reported the patient would have suffered the heart attack regardless of the procedure. Attempts to obtain further information were unsuccessful. However, there is no evidence the event was device related based on the limited available data. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Bronchoscopy is a minimally invasive procedure with a low risk profile and is rarely associated with myocardial infarction. A retrospective study of 20,986 bronchoscopies reported 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported no associated events of myocardial infarction. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019." This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient had a minor heart attack. The physician believed that the event was related to anesthesia and not the ion procedure, the device was thought to have not caused or contributed to the minor heart attack.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had a minor heart attack. The physician believed that the event was related to anesthesia and not the ion procedure, the device was thought to have not caused or contributed to the minor heart attack. Additional information was provided that there was no device malfunction, or any unusual events occurred during the procedure. The event occurred right after undocking. The physician believed that the heart attack would have occurred via another modality and indicated that it was "very bad timing, patient would have had the heart attack regardless of ion." The patient was brought to cardiac catheterization lab right after the ion procedure. The patient was admitted overnight for monitoring and was subsequently discharged home in stable condition.